Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned by using the wired footswitch. The connection was not re-established. Per the information collected, the status of the wifi, base station and the battery indicators were off. A philips field service engineer (fse) inspected the system onsite and identified that there was an intermittent wireless footswitch (wfs) connection problem. The fse replaced the wireless footswitch (wfs) and the wfs base station to resolve the issue. After the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wireless footswitch connection was sporadically failing, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.